Event description:
Underdelivery reported. The pump was in homecare use and was set to infuse an unspecified concentration of amphotericin b in 250ml solution at 50ml/h. The pt started the infusion at 2pm. At 4pm he called the homecare agency to report that the display indicated ongoing infusion, however, the IV container was still full. He also reported blood had started backing up from his PICC line. A nurse went to the pt home and found the IV container still full and the PICC line had clotted off. The PICC line was replaced and the ampotericin was reinitiated. The pt did not experience any adverse sequelae. No additional info was available.